Event description:
Well yesterday (B)(6) 2023, I (B)(6) received surgery to replace a faulty battery from medtronic's, it's called a spinal cord stimulator, the new battery implanted in my side battery was replaced but a clinician name (B)(4) did not even check to see if the new implanted battery is working, so I get home after the surgery and my hand held device called a vanta spinal cord stimulator generator says no therapy, the generator needs updating, please call the clinician which I have yesterday as well. I texted the surgeon and my primary care physician, they are not at fault from my stand point, only medtronic's like who offers an FDA approved device to be implanted without making sure it works. I'm trying to get off all pain medicine but without this pain control device, I'm unable at this point and I'm not very happy with this negligence from medtronic's. Please advise asap. Reference report: mw5115806.